Event description:
It was reported that "revised due to infection."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat# 18-3600. Lot# 32667801, description: delta c-taper head 36mm +0. It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.